Event description:
Litigation received alleging that the patient suffers from joint and muscle pain, and significant limp. Also alleged is high levels of metal ions and bone loss due to the high levels of metal ions in patient's blood. Ppd was received. Part/lot was provided.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: high metal ions; pain; cyst with a fracture of the greater trochanteric region; cloudy yellow fluid consistent with metal on metal wear; removed anterior capsular tissue, which was thick and fibrotic; gray, necrotic appearing tissue consistent with metal-on-metal type wear; some substantial bone loss. Femoral stem and stem sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.